Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that the device will run in the lock position. It was further observed that the oscillating head was cracked, the electronic control unit (ecu) was damaged, voltage output in stop/lock position, and the contacts on the ecu were corroded. The assignable root cause of the damaged ecu, voltage output in stop/lock position, and corrosion on the contacts of the ecu was determined to be due to component wear from normal use over time. The condition of the cracked oscillating head was determined to be due to method and management issues. These issues have been captured in a CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure it was observed that the battery oscillator device had no power and did not work when the knob to the power (mode switch) was turned on. However, when the device was put in the lock selection (mode switch) it would turn on. It was reported that there was no delay in the procedure due to the event as an unspecified spare device was available for use, and the procedure was successfully completed. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.